Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory resistance measured normal indicating no fractures present in the conductor coils. Hipot test preformed and passed, indicating no shorts present in the conductor coils. X-ray showed no conductor issues (deformity or fracture).

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and loss of capture due to a possible dislodgement. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.